Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Photographs. Additional information, photographic analysis: the photos provide evidence that the cartridge was not fired completely. It is unclear as to whether the device was clamped over a hard object, but, in this case, the scratches running proximal to distal on the cartridge pan are indicative of the cartridge moving inside the cartridge channel during firing. This movement occurs when the cartridge is not fully seated rearward in the channel such that the locking tab is engaged keeping the cartridge firmly seated during firing. The forces the cartridge encounters to deploy and form the staples is greater than the force to push the cartridge out the end of the device when not fully seated allowing the cartridge to move distally. Conclusion: based on the visual evidence provided in the photos, the belief is that the cartridge was not seated far enough rearward in the channel prior to firing which allowed the cartridge to move distally. This distal movement did not allow the staples to properly be deployed resulting in malformed, unformed staples, and non-deployed staples. Hands on analysis of the staple cartridge should provide additional evidence to confirm this conclusion.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how experienced with device was the customer who loaded the device? What confirmation was received that the cartridge was properly loaded in jaw? Approximately how far did cartridge push forward? Was it retrieved? What was the condition of the renal artery and vein after the attempt to fire? What provisions were made to establish proximal and distal control of the vessel prior to firing? How did the damage to the vena cava occur? Was it due to the movement of the cartridge?

Event description:
It was reported that during a laparoscopic right nephrectomy procedure, the surgeon went to fire the stapler across the renal artery and vein. The certified surgical technologist described that the vascular reload pushed forward out of the stapler when it was attempted to be fired. A small hole occurred in the vena cava. The procedure was converted to open to control the bleeding and after the bleeding was controlled the case was completed as expected. Customer will not release the device.

Manufacturer narrative:
(B)(4). Added additional information: phone call occurred on (B)(6) 2015 to surgeon. The surgeon states that when device was fired, the stapler seemed to retract back. He believes the tear in the inferior vena cava was caused by the cartridge pushing forward. The issue was resolved using compression and prolene suture. The patient received two units of blood in the or room.